Manufacturer narrative:
Date of event: exact date unknown, event occurred in the last three months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site and the ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.